Event description:
It was reported that while a pt was attempting to move from a shower gurney to the bed, using the attached trapeze handle, the clamp on the 31" double clamp bar broke. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving products manufactured at the (B) (4) facility.